Manufacturer narrative:
Summarized patient outcomes/complications of multicenter study to assess the incidence, predictors, and clinical impact of persistent and recurrent device-related thrombus (drt) in left atrial appendage closure (laac) recipients were reported in a research article "persistent and recurrent device-related thrombus after left atrial appendage closure: incidence, predictors, and outcomes", in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic atrial arrhythmia, renal insufficiency, prior ischemic stroke, transient ischemic attack, hemorrhagic stroke, coronary artery disease, peripheral artery disease, chronic heart failure, prior major bleeding, hypercoagulability disorder. Some of the complications reported were pericardial effusion, device embolization, embolic event, device related thrombus. Post-procedural complications included recurrent device related thrombus, thromboembolic event, ischemic stroke, peripheral embolism, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "persistent and recurrent device-related thrombus after left atrial appendage closure: incidence, predictors, and outcomes", was reviewed. The article presented a retrospective, multicenter study to assess the incidence, predictors, and clinical impact of persistent and recurrent device-related thrombus (drt) in left atrial appendage closure (laac) recipients. Devices included were amplatzer cardiac plug, amplatzer amulet, watchman, watchman flx, and other unknown. The article concluded that about one-third of drt events had an unfavorable evolution (either persisting or recurring), with a larger initial thrombus size (particularly >7 mm) portending an increased risk. Unfavorable evolution of drt was associated with a 2-fold higher risk of thromboembolic events compared with resolved drt. [The primary and corresponding author was josep rodés- cabau, quebec heart & lung institute, 2725 chemin sainte-foy, quebec city, quebec g1v 4g5, canada, with corresponding e-mail: josep.rodes@criucpq.ulaval.ca] the time frame of the study could not be determined. A total of 214 patients were included in the study, of which 49 (22.9%) received an abbott device. The average age was 75.6 years, and the average gender was male. Comorbidities included hypertension, diabetes mellitus, chronic atrial arrhythmia, renal insufficiency, prior ischemic stroke, transient ischemic attack, hemorrhagic stroke, coronary artery disease, peripheral artery disease, chronic heart failure, prior major bleeding, hypercoagulability disorder.

Manufacturer narrative:
Literature article: persistent and recurrent device-related thrombus after left atrial appendage closure: incidence, predictors, and outcomes. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.